Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4). Implanted: (B)(6) 2014, product type: lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since implant the patient's programs had not helped with pain in the legs. With the first program the patient felt it in their bladder and the second program they felt in their diaphragm. The patient also had a "huge bulge" in their back where they believed the leads were located. The site was painful and sensitive. Whenever the patient put on pants or laid down the site was irritated and they could feel the "components moving." The patient did not have any falls or trauma and they did not have any new activities. The patient also had a low grade fever, between 99 and 100 degrees since the implant. The patient had contacted a manufacturing representative the morning of this report, but they had not heard back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.